Event description:
On (B)(6) 2012, the reporter contacted animas to report that for several months the patient had experienced symptoms suggesting severe hypoglycemia during the night, three to four times per week. The patient experienced the symptoms of shaking and sweating, and had obtained blood glucose readings such as 40 mg/dl. The patient administered self-treatment by consuming glucose tablets and orange juice; he did not seek any medical attention. The patient reported that his basal rates settings were not correct, being set at 6.0 units/hour for 24 hours. Troubleshooting revealed the pump was accurately and correctly delivering insulin as programmed. The patient noted he chose to adjust his basal rate lower to 5.0 units per hour during the night. The issue was resolved. The patient's technique was incorrect by having an incorrect nighttime basal rate setting in the pump. However, as the patient suffered symptoms and blood glucose levels suggesting severe hypoglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Date of event: not provided.